Event description:
Per the clinic, the patient experienced pain and redness followed by an infection at implant site. Subsequently, the patient was hospitalized (date not reported) and was treated with IV and oral antibiotics (specific date and duration not reported). The implanted device remains.